Event description:
Acetabular grater is damaged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned instrument confirmed the cracks. The instrument was forwarded to the supplier for investigation. The supplier's third party lab analysis has indicated the fracture is due to corrosive intergranular attack in the presence of chlorides. No microstructural defects were noted. The IFU states to ultrasonically clean instrument for 10 minutes in neutral ph detergent, prepared in accordance with the manufacturer¿s instructions. Although the cleaning solution used was not provided it appears it may have been a harsh detergent. The supplier states the instrument was manufactured to print specifications and the chemistry and hardness of the dome are consistent with 420 stainless steel. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.